Event description:
The patient notifier was triggered post-implant. High impedance, decrease in sensing, and increase in threshold were observed. All measurements were normal when the leads were tested with psa and to the new device. Hence, the ICD was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis confirmed high impedance. However, during further testing, impedance measurements returned to normal and the failure mechanism was lost. The device passed all test specifications. The cause remains undetermined.